Event description:
Complainant alleged that during biomed testing, the device "defib fault 72", and "poor pad contact" messages. No pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty diode on the bridge board.